Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted on (B)(6) 2019. There was some difficulty finding a position for the rv lead with adequate measurements, but the procedure was completed successfully. Five days later, the patient received inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response. The zone rate cut offs were reprogrammed. However, the rv lead pacing threshold measurements had increased from implant, to 6v @ 1ms. Under fluoroscopy the rv lead was confirmed to be dislodged. The lead was repositioned with no complications to an apical septum position, with normal lead measurements obtained. The field representative was notified that the patient passed away the next day. The physician reported the CT scan showed no perforation of the vena cava, but there was the presence of pericardial outpour. The physician did not know if this pericardial effusion was caused by the lead revision procedure or could be linked to the patient's death; no official cause of death was reported. The products were not explanted post-mortem.